Event description:
It was reported that an MRI of the patient¿s neck was to be performed and that the pump was ¿not working¿ and would be explanted. It was also noted the pump was empty. The reporter had no further information. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4)